Manufacturer narrative:
Corrected data: aware date updated to 4/5/2024.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified this device has not been in for service previously. The results of the event log showed a motor rate error. Motor rate error was found during occlusion test and so the customer's reported problem was duplicated. The cause of the problem was found to be that the worm coupling does not operate as intended. The worm coupling was replaced to resolve the issue and the right plunger case was replaced due to physical damage. The device passed all the functional tests after repair.

Event description:
It was reported that the device had motor rate error b2004649. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.